Manufacturer narrative:
Concomitant medical products: 0292 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks following implant, the patient experienced symptoms of fever, cough and seizure like activity with an underlying cause of septic shock and multi-focal pneumonia. It was noted there was an unknown relationship to implant procedure due to the close proximity. The system remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.